Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 558 mg/dl. Customer had treated their blood glucose with a manual injection. It was also found the customer had changed out their reservoir and infusion set three time, but their blood glucose continues to rise. Troubleshooting found the customer's insulin pump had passed all functional testing. Insulin was also able to exit from the tubing during troubleshooting. The customer was advised to change out their infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).